Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were reduced r-waves and no capture with the lead. It was explanted and replaced. There were no patient complications reported as a result of this event.